Manufacturer narrative:
It was reported that "she fell in the shower . The unit became slippery while they were bathing; customer fell out, hit head, pulled a muscle, and twisted their knee resulting in being hospitalized". No additional information was provided. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device became "slippery".